Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Initial reporter zip code is not indicated at this time. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a second surgery was required due to lens opacification. Additional information was requested.